Event description:
Additional information received reported that the patient had been in the hospital for three months and had not been able to recharge her device. The reason for hospitalization was not specified. The reporter stated that he thought he turned the device off. The reporter stated that at one point he charged to device for 4-5 hours. The patient reportedly fell and got hurt from her hips down five weeks prior to this report. The reporter did not believe that the device was compromised in the fall. It was noted that the patient screamed when touched because she hurt so much. The reporter stated that there was still ¿some charge¿ in the device but the patient would not lie still for the time it took to recharge. It was noted that the patient was currently in rehabilitation.

Event description:
It was reported since implant the patient had only been able to get 2 coupling boxes shaded and when they moved they got 0 boxes. The patient did an antenna locate which had results from 60 to 85. Another recharger was tried and the patient still had only 0-2 coupling boxes. It was noted the stimulator moves a lot when palpated but it was noted as flat and superficial. Follow up reported the battery was flipped due to a patient fall. It was noted the physician was able to manually flip the device back in their office. It was noted the battery now charges normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).